Event description:
Note: this report pertains to one of two devices used in the same procedure. (MFR. Report # 3005099803-2015-00722 pertains to naviflex¿ rx delivery system and MFR. Report # 3005099803-2015-00723 pertains to advanix¿ biliary dbl pigtail stent). It was reported to boston scientific corporation that a naviflex¿ rx delivery system and an advanix¿ biliary dbl pigtail stent were used in an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6),2015. According to the complainant, the inner guide catheter would not withdraw during the deployment of the advanix¿ biliary stent dbl pigtail stent. As they tried to pull back on the pull wire, the pullwire cap came off the handle and the inner guide catheter broke at the tip inside the duodenum. They removed the advanix¿ biliary dbl pigtail stent and naviflex¿ rx delivery system in tandem from the patient with rat tooth forceps. A second naviflex ¿ rx delivery system and advanix¿ biliary dbl pigtail stent was then used, and when attempting to deploy the stent, the stent bent at the end of the pigtail making it difficult to deploy the stent. With additional force, the stent was able to be deployed and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Patient age: the exact age of the patient is unknown, however the patient was reported to be over 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.